Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen would not turn on despite use of confirmed working outlets, tandem charging cable, and wall adapter, and attempts to leave pump plugged in for an extended period. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, was instructed to use multiple daily injections as backup therapy, to place pump into storage mode, and to return problematic pump, while technical support arranged shipment of replacement charging supplies and a replacement pump and confirmed that customer would reprogram pump settings and reconnect continuous glucose monitor on replacement device.